Manufacturer narrative:
Complaint no.: (B)(4). Evaluation summary: the reported sample was returned for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. The visual inspection and functional test identified the reported condition as a large leak spraying liquid on the back side of the bag. Magnified inspection of the leak location identified as a large puncture at the leak site, along with another puncture adjacent to the leak location. Both punctures had caused impressions on the interior side of the front eva film; therefore, the damage had occurred when the bag was empty. A process manufacturing process review was performed and did not identify on area of the manufacturing process where this type of damage could occur. The root cause of the leak is unknown. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to have a hole that caused the bag to leak. The leak was discovered during compounding. This report documents no patient involvement or adverse events. No additional information is available.